Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that the customer contacted the technical service engineer (tse) for phone assistance with an issue with the system, specifically that the left yellow energy pedal did not rebound as expected. The customer checked for debris but found none. The tse reviewed the logs and found no related issues. It was recommended that the surgeon swap to the other console to avoid frustration with the pedal issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found a faulty yellow foot pedal on footrest tray and the footrest tray was replaced from surgeon side console (ssc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The footrest tray was analyzed and the reported problem was confirmed and replicated. Upon visual inspection, the left yellow energy pedal was observed to rebound only halfway and exhibited a noticeably lighter resistance when pressed compared to the right yellow pedal. Additionally, the two lower rear roller wheels were found to be deformed. There were no related errors on the system logs. The complaint was confirmed by failure analysis. The probable root cause is attributed to mechanical damage to the left yellow energy pedal, preventing the correct functionality of the return mechanism.